Event description:
It was reported that, during patient use, the ventilator generated a severe occlusion alarm when medication was nebulized and the patient was suctioned. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the exhalation filter was not working. The filter was replaced. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.